Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported that the device was freezing intermittently while measuring vitals on a pt. No pt harm was reported.